Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a coil detachment occurred. The physician advanced a 8mm x 40cm .035 interlock detachable coil in the catheter and it became stuck. The physician was unable to advance or withdraw the catheter. During an attempt to withdraw the coil from the catheter the coil detached. The physician advanced a non-bsc sheath to successfully remove the coil. No patient complications were reported and the patient's status was okay.

Event description:
It was further reported the physician experienced difficulty advancing the coil in a non-bsc infusion catheter and it became stuck in the middle of the catheter. The coil detached and became stuck in the middle potion of the catheter. The coil was fully contained inside the catheter. Continuous flush was maintained throughout the procedure. The procedure was completed with another interlock coil.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).